Event description:
The customer reported a fluid leak of unknown volume from the coulter lh 780 hematology analyzer. The customer indicated that the leak was contained within the instrument. The customer initially reported that the instrument generated low vacuum high errors. However, a beckman coulter field service engineer (fse) was dispatched to the customer's site and noted that the instrument generated intermittent retic stain temperature errors. The operator was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched for this event on (B)(4) 2013. The fse discovered and replaced cracked valve mounts for pinch valves vl57a, vl46b, vl65, vl41, vl14c, vl61b, vl11c, vl11b, and vl86 as incidental service. The fse also found and replaced sticking actuators for pinch valves vl57a and vl61b. The fse then cleaned the blood sampling valve (bsv), shear valves, laser and flow cell. The fse also noted intermittent retic stain temperature errors due to a loose electrical connection. The fse returned to the customer's site on (B)(4) 2013 and confirmed a retic clearing fluid leak from disconnected tubing at the y-fitting on the retic clearing solution pump. The fse stated that the disconnected tubing was caused by a back pressure from a misaligned retic shear valve. The fse noted that the misaligned valve was due to a rusted retaining pin and the fse proceeded to replace the pin, and reseated the tubing to resolve the issues. The fse then replaced the diluter 4 board to resolve the retic stain temperature errors. The retic stain chamber was also replaced as a preventative measure. Results: failure mode of the event is attributed to a rusted pin which caused a misaligned retic shear valve and ultimately a leak from a disconnected tubing at the retic clearing solution pump. Another failure mode is attributed to loose electrical connections at diluter 4 which resulted in retic stain temperature errors and sticky actuators at pinch valve vl57a, and vl61b. Beckman coulter internal identifier for this report is (B)(4).